Manufacturer narrative:
Brand name; corrected data: additional information indicates that the suspect device is the generator. Type of device, name; corrected data: additional information indicates that the suspect device is the generator. Model #, serial #, lot#, expiration date; corrected data: additional information indicates that the suspect device is the generator. Operator of device; corrected data: additional information indicates that the operator of the device was the health professional. Date of implant; corrected data: additional information indicates that the suspect device is the generator. Date of explant; corrected data: additional information indicates that the suspect device was not explanted. Device manufacture date; corrected data: additional information indicates that the suspect device is the generator.

Event description:
It was initially reported that during a generator replacement surgery that high impedance was received when the new generator was attached and placed in the surgical pocket. It is unknown if the patient had high impedance with the previous generator. The manufacturer was not contacted until after the surgeon was in the process of sewing the patient back-up so no troubleshoot was done and the high impedance was no resolved. The patient had the generator turned on during surgery was but was turned off shortly after. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution. Good faith attempts for additional information have been unsuccessful to date.

Event description:
An implant card was received indicating the patient's vns device was replaced on (B)(6) 2013.

Event description:
Additional information was received that the patient¿s family is not pursing surgery at this time. The high impedance was present since the patient recent generator replacement when it was attempted to programming the patient. The physician waited a week and the high impedance remained.

Event description:
Additional information was received stating that the vns patient underwent surgery in (B)(6) 2013 and the lead pin was found to be not fully inserted into the generator header. The surgeon re-inserted the lead pin into the generator header and subsequent diagnostic results showed normal device function. The generator and lead were not replaced during the procedure.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution device failure is suspected, but did not cause or contribute to a death or serious injury.